Event description:
It was reported that the pump was explanted due to a sudden pump dysfunction. There was no breakage or kink of the catheter; the intrathecal catheter was reported to be ok. It was unk if the pump was replaced. The pump was used to deliver lioresal. No pt symptoms were reported.

Manufacturer narrative:
(B) (4). The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.